Event description:
The device was returned for service. During service testing, the baxter technician reported an infusion pump with a condition of pump head module underdelivery. Per the service shop, the hospital representative stated that there have been no reports of any patient injury or medical intervention. No additional information is known.

Manufacturer narrative:
This report is being submitted in accordance with instruction from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 16, 2007. Evaluation summary:the infusion pump was tested for flow accuracy at 100 ml/hour, the infusion pump failed the accuracy test. The specification of this device is +/-5%. The reported condition of pump head module underdelivery was confirmed by the baxter repair technician. The failure was determined to be a faulty pump head module assembly, which was replaced. The device was tested by the repair technician.